Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary the hardware failed and required technical support. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the hardware had failed and required technical support. A field service engineer shut down the medstation, removed the back panel, and disconnected and reconnected the row board cable from the drawer control board and cubie tray in row b. After closing the back panel and powering the station back on, the engineer performed functional testing in the medstation application, which was completed successfully. The system functioned as intended after the field service engineer repaired the device.